Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va051ye, implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
It was reported that the patient stimulation was not effective during the night and the patient couldn't pee at night. It was noted that the patient turned stimulation up to maybe 1.09v on the day of the report. The reporter stated that the patient was instructed to leave stimulation at one setting. It was indicated that the patient was scheduled for an appointment with her healthcare provider (hcp) the following monday. It was noted that the patient felt numb. If additional information is received, a follow-up report will be sent.